Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 422 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer declined troubleshooting process. Customer stated they had blood glucose error after inserting sensor. Auto mode system use was unknown at the time of event. The insulin pump will not be returned for analysis.